Event description:
The pump was returned to the MFR for analysis with info stating the reason for the pump removal was because it was damaged by a spine surgeon during an emergency procedure. Nothing was reported regarding the pt's status, and potential symptoms or adverse effects associated with the reported event. The returned pump was programmed to deliver dilaudid 40mg/ml at a daily dose of 17.004mg/day. The patient was also able to self administer an additional bolus dose of 2.5mg up to 6 times/24 hours as needed for breakthrough pain. Further information has been requested from the health care provider and a follow up report will be sent when new information is received.

Manufacturer narrative:
The final device analysis revealed: normal device function - no anomaly found.